Event description:
An lma classic was inserted into patient, but was noted to deflate during the case. There was no patient problem.

Manufacturer narrative:
This lma classic was received with a lightly yellowed airway tube and a marked connector. The valve functions correctly. The mark does not hold inflation when pressure is put on it (or it is overinflated) due to a small u-shaped puncture or cut in the collar portion of the inflation balloon assembly. The hole is consistant with that seen when the silicone of the mask is punctured with something sharp that goed completely through it. This report contains information from third parties, the accuracy of which has not necessarily been confirmed ny the reporter.